Event description:
The facility stated that the surgeon attempted to implant an aq2003v 3 piece silicone lens. The lens haptic broke prior to insertion into the eye. No patient contact. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.